Event description:
The programmer was returned as it had been damaged in a car collision and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the upper and lower cases were replaced due to damage and the link electronic module (lem) board was replaced and calibrated due to a loose electrocardiogram (ECG) connector on the lem board. (B)(4).